Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of and the outcome of the peritonitis event was not reported. On an unreported date, the patient began treatment for the peritonitis with an unspecified medication (dose, frequency, and route not reported). No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.